Event description:
It was reported that the customer put the pump into storage mode causing the pump to shut off. Reportedly, the customer experienced an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. Customer took no action to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.